Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Retention samples from bd inventory were subjected to a visual inspection for additive defects (missing additive and additive abnormality). All samples passed testing with no presence of additive defects in any of the tubes inspected. All tubes met all of the requirements. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for an additive defect. Bd was not able to identify a root cause for the indicated failure mode. It is noted the tubes expired on 30apr2023. Bd makes no claims on expired product. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes the customer stated that there is drops of humidity inside the tube. The following information was provided by the initial reporter. The customer stated: "customer inquiry/problem: customer states the tubes they have on site seems to have dry and wet moisture inside of them, she wants to know if this is normal or if new tubes need to be purchased."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes the customer stated that there is drops of humidity inside the tube. The following information was provided by the initial reporter. The customer stated: "customer inquiry/problem: customer states the tubes they have on site seems to have dry and wet moisture inside of them, she wants to know if this is normal or if new tubes need to be purchased."